Event description:
Related manufacturer reference number:2017865-2023-50473 and related manufacturer reference number:2017865-2023-50480. It was reported that the patient presented in the hospital for unrelated procedure. It was discovered that the pacemaker, right ventricle lead and atrial lead had eroded from the implanted device pocket. Also, the right atrial lead exhibited a high capture threshold. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead. The patient was in stable condition throughout the procedure.